Event description:
This notification was opened for review for information received that the remstar auto device was returned to a third-party service center in reference to the voluntary safely notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. During evaluation no foam particle were noted in the airpath, yet foam degradation was noted. The device sound abatement foam needs to be replaced to address the issue. In addition, the device displayed error codes. Dust was found. The device was scrapped.